Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.5 cm saccular abdominal aortic aneurysm approximately 3.5 months ago. Vessels were mildly tortuous and moderately calcified, and the aortic neck angulation was less then 10 degrees. Currently, the aneurysm is 2.6 cm in diameter. It was reported that the patient returned for a routine follow-up appointment 2.5 months post-implant, and the CT demonstrated that there was stent graft occlusion. Specifically, the saccular aneurysm starts to protrude out directly on the stentless area of the stent graft, which caused the stent graft to be pushed inward/kinked. The physician elected to implant another manufacturer's balloon expandable stent in the stentless area, which successfully resolved the occlusion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Required intervention) - evaluation results: (graft occlusion), (protrusion of the aneurysm at the location of the stentless area of the graft).